Event description:
A customer contacted global technical service (gts) requesting assistance in ending therapy which occurred on the homechoice (hc) during initial drain. The home patient (hp) had started the initial drain without being connected. The baxter technical service representative (tsr) assisted the hp to end therapy and advised her to start over with new supplies. The hp stated that she was unable to get bags from the basement. The tsr advised the hp that during initial drain, unsterile air could have been pulled into the set. The hp stated that she needed to do her therapy and what she had setup was her only option. The hp would start over with the current setup. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter product surveillance contacted the registered nurse on (B)(6) 2012 and informed her of the patient's user error. She stated that she was unaware of the incident, but that the patient did not report any adverse effects in relation to this event. The patient was now performing in-center hemodialysis instead of peritoneal dialysis on the homechoice. The patient was doing well.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of a single use product was confirmed. The root cause was undetermined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.